Event description:
It was reported that the patient presented via merlin.net with right ventricular noise causing nsrvos episodes. Patient will be scheduled for in-clinic follow-up. No additional information available.